Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was poor sleeve function thus resulting in blood leakage. There was no report of impact to the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: "material #: 301747 lot/batch #: 3328949. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."